Manufacturer narrative:
The device was returned to the manufacturer for evaluation, and the complaint is not confirmed. External visual inspection: there were no indications of dried fluid within the cassette compartment. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassettes during the treatment tests. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4).a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported side bag blocked messages. The patient also reported feeling full and had received a large drain volume. Treatment data was reviewed from the cycler. Drain 0- 433, fill 1- 2005 drain 1- 5381, fill 2- 2008. The reported drain volume of 5381 is 269% over the expected drain volume resulting in a reportable device malfunction.